Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. The blood glucose level of the customer was 80 mg/dl. The customer¿s current blood glucose level was 102 mg/dl. The customer treated low blood glucose level with glucagon, food and glucose tablets. The customer was assisted with the troubleshooting. It was also stated that the customer was using auto mode on the insulin pump. The insulin pump will not be returned for the analysis.